Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, 15 minutes after being implanted, a microsensor showed negative readings. While verifying the correct position of the sensor, it was contaminated and replaced. The 2nd sensor was implanted without incident and the patient was referred to the ICU.it is unclear if the two monitors used malfunctioned. Both failed to zero the sensor initially, but when switched and used as a replacement to the other monitor, functioned properly.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records was performed and no discrepancies were found when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.